Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The device failure was related to the locking feature deformations. The deformations to the first tooth of the locking feature were produced by the increased cross sectional area, where the needle was twisted off the device. This increased cross sectional area firstly was pushing the locking feature beyond its elastic state against the back wall and secondly deformed the first tooth of the locking feature. These deformations were the reason for the device to fail. The investigation regarding the returned device concludes that the root cause is a handling error. The technique guide states in step 2 that the needle should be removed by means of cutting.

Event description:
It was reported that the zipfixe not working. This is report 1 of 2 for complaint (B)(4).